Manufacturer narrative:
(B)(4). The driver was returned for eval. Macroscopic examination confirms driver tip broken off. Fracture surface partially damaged. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of torsional overload, usage and age of the instrument, suggest failure due to bend stress overload.

Event description:
It was reported that the pt underwent a posterior lumbar fusion at l4-5. It was reported that the tip of the driver broke off in the pedicle screw while advancing the screw into the bone. The tip of the driver broke flush in the head of the screw and could not be retrieved. The rod was placed in the head of the screw and the setscrew tightened down with no problem. No pt complications were reported.